Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, device availability - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0 voltage. A review of the downloaded data log confirmed the reported event of loss of connection. The probable cause of the loss of connection could not be determined. No additional patient or event information is available.